Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Review of the log file showed that the suite-pc was not starting. Upon troubleshooting, fse checked the led status (attempted to press the button, but it did not work) and used pc diagnostics. There was no led status showing on the disk bay or the rear of the pc. It was observed that the suite pc was malfunctioning. To resolve the issue, fse replaced the suite pc. The defective suite pc was returned to philips for failure analysis and the cause of the failure was found to be ssd. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
The bios screen is displayed on the review monitor but it does not start up. Initial report text: it was reported to philips that the suite computer was unable to boot up, preventing the system from booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.